Event description:
It was reported that during the surgery, the tip of inserter was fractured during use, and it has be remained in the patient body. Subsequently, a surgery is planned for a later, undetermined date to remove the broken piece. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product ID was provided for two different lot numbers; however, it is unknown which 1 of the 2 lot numbers had the reported issue. Therefore, the device could also have the lot# 0002311059. UDI for lot# (B)(4). Sterile date for lot# 0002311059 - feb 13, 2025. Report source: foreign - event occurred in japan. H4 - manufacturer date for lot# 0002311059 - feb 13, 2020 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.